Event description:
It was reported that the patient presented with t-wave oversensing (twos) noted on non-sustained tachycardia (nst) episodes. It was also reported that previously there was twos and the patient received shocks. Therefore, the sensitivity was changed to .45mv and there were no further issues until recently. It was further reported that the patient received one inappropriate shock for twos. Therefore, the right ventricular (rv) lead was replaced with a rv pace/sense lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.